Manufacturer narrative:
510k: this report is for an unknown pedicle screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: el saman, a. Et al (2013), reduced loosening rate and loss of correction following posterior stabilization with or without pmma augmentation of pedicle screws in vertebral fractures in the elderly, european journal of trauma and emergency surgery, vol. 39, pages 455-460 (germany). The purpose of this study was to evaluate postoperative loss of correction and loosening of the pedicle screws at osteoporotic vertebral fractures in elderly patients. In this retrospective comparative study, a total of 24 patients (8 male and 16 female) with a mean age of 75 ± 8.9 years (ranging from 58 to 92 years) were included in the study. These patients were divided in to two groups (group 1 and 2). For group 1, the mean age was 75 ± 8.2 years (ranging from 59 to 91 years), and for group 2, the mean age was 76 ± 9.3 years (ranging from 58 to 92 years). The overall male: female ratio was 8:16 (group 1 4:5, group 2 4:11). L1 was the level fractured most often (n = 10), followed by l2 (n = 4), l3 (n = 3), l4 and t11 (n = 2 each), and l5, t9, and t10 (n = 1 each). A total of 203 pedicle screws were inserted, with an average of 8 screws (range 4¿16) per patient. In nine patients, 86 screws were inserted without additional pmma (group 1: no augmentation). The mean follow-up time was 430 days (ranging from 44 to 1,467 days), according to the clinical requirements. The following complications were reported as follows: a (B)(6) male patient had a sign of loosening of uncemented pedicle screws in l2. Patients stratified to group 1 displayed a loss of correction of 4.9 ± 3.8. 15 patients with 117 pmma-augmented pedicle screws, 4.3% of screws showed signs of loosening. 9 patients with 86 uncemented screws, the loosening rate was 62.8%. This report is for a (B)(6) male patient who had a sign of loosening of uncemented pedicle screws in l2. This report is for an unknown pedicle screws. This is report 3 of 3 for (B)(4).